Event description:
The facility reported a colleague infusion pump with a malfunction of a display failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the intensive care unit. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a malfunction of a display failure was confirmed by baxter personnel during event history review. The root cause was assigned to a faulty main display. The main display was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.